Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 3.9 vs 1.7 vs 1.1. Tests were performed within thirty minutes. The first two tests were done using the same finger. Therapeutic range 2-3. It was noted that the strips were stored in the basement and might have reached temperatures below 34 degrees.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.